Event description:
A healthcare professional reported that the system displayed shutter one error message during a refractive surgery treatment. The reporter indicated this is a recurring issue involving multiple pt procedures. Additional details were requested, but the site was unable to provide any additional info.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).